Event description:
(B)(4). It was reported the patient thought the electric blanket she was using caused pain. She did not use the blanket the night prior to the report and the next day the pain was better and she could walk better. The patient stated the other night prior to the report the pain was so bad she fell out of bed because she was so weak. She was going to her health care professional (hcp) to address the issues. The patient initially stated that the pain began a week prior to the report when she started using the electric blanket. The patient stated that the weakness was new since she fell out of bed the other night. The patient medication was changed from hydrocodone to oxycodone. She did not think the medication contributed to her weakness. The patient also stated she received back injections. The patient also started exercising a week prior to the report, going up 4 flights of stair in her apartment building. The patient also mentioned that she injured back just now on the call while trying to get her purse. It felt like her back was breaking. No intervention or outcome was reported. Follow up was done to obtain this information. If additional information is received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type: lead. (B)(4).